Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running patient samples on bd bactec¿ mgit¿ 960 system a false positive result was obtained. They show afb negative and don't grow on agar plates. The following information was provided by the initial reporter: we appear to have a lot of false positives from our mgit 960 machine. They vary between several hours and 2 weeks incubation. They are afb negative and there is no evidence of contamination. Additionally, on 2021-07-14 the bd sales consultant provided the following additional information: yes, patient samples were involved. As I understood, no results are reported to the clinician without confirmation by another method; as discussed in the quality info the discrepancy in the confirmatory tests is the reason for contacting bd.

Manufacturer narrative:
Investigation summary: this complaint alleges a false positive and false negative results on a mgit 960 instrument (p/n 445870, s/n (B)(6) ). The customer called in to report the false results an application specialist worked with the customer and determined the issue was workflow related. The customer was resuspending the pellet in the supernatant instead of removing the supernatant and resuspending in clean pbs. This is an unconfirmed failure of a bd product. No samples or parts were expected to be returned for this complaint and thus, returned sample analysis is not required. Review of device history record for instrument serial number, mg3911 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on may 30 2016. Service history review was performed for the instrument mg3911 and one additional work order was observed for the complaint failure mode reported. The root cause cannot be determined at this time but appears to be related to customer workflow issues. This complaint is unconfirmed as the false results are related to customer workflow issues. H3 other text : see h10.

Event description:
It was reported that while running patient samples on bd bactec¿ mgit¿ 960 system a false positive result was obtained. They show afb negative and don't grow on agar plates. The following information was provided by the initial reporter: we appear to have a lot of false positives from our mgit 960 machine. They vary between several hours and 2 weeks incubation. They are afb negative and there is no evidence of contamination.